Manufacturer narrative:
The biomedical engineer reports that the input unit connected to the bedside monitor has an air leak message. Additionally, the ECG and respiration rate are incorrect compared to the simulator. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the input unit connected to the bedside monitor has an air leak message. Additionally, the ECG and respiration rate are incorrect compared to the simulator.